Manufacturer narrative:
H4: device manufacture date: lot 22h011 was manufactured from august 8, 2022, to august 12, 2022. H10: the actual sample was received for evaluation. The sample contained 63 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test revealed that the flow rates were within product specification. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. Some drug remained in the bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.